Manufacturer narrative:
Correction to b5, the information was inadvertently left out of the initial medwatch.

Event description:
During the device inspection, that the colonovideoscope exhibited foreign material in air/water cylinder and air/water tube and objective lens. It was also found the plastic distal cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 component and problem code to add codes. The information was inadvertently left out. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remaining in the device was unable to be identified. Further inspection noted physical damage at the material residue areas was not confirmed. Therefore, the root cause of the reported event is unable to be determined. Additionally, the burnt plastic distal end cover (c-cover) is likely due to high-energy endo therapy accessory is used without sufficient distance from the distal end. The events can be detected/prevented by following the instructions for use (IFU) sections which states: suggested events 1, 2: the user can prevent the events 1 and 2 in accordance with the following IFU. Operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Suggested event 3: the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Suggested event 4: the user can detect the event 4 in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can prevent the event 4 in accordance with the following IFU. Operation manual_ using endo therapy accessories_ high-frequency cauterization treatment warning:never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in air/water cylinder and air/water tube. There were no reports of patient involvement.